Event description:
It was reported that during an interrogation post radiation therapy the percent pacing and histograms did not have any data and there was missing information on the patient information screen. It was also noted that there was a bit flip in the implantable cardiac defibrillator (ICD) caused by the radiation therapy. There was normal device function and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed a diagnostics problem. There was a parity error count equal to 1, addr equals 18bd, data equals 98 on (B)(6) 2012.